Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed elevated thresholds and no capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed high thresholds. Reprogramming has been completed and the lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the (B)(6) registry.

Manufacturer narrative:
Concomitant medical products. Model: d314trg, crt-d; implanted: (B)(4) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead displayed an alert for high/undefined bipolar pacing impedance. Intermittent oversensing was also noted on the rv lead. A lead fracture is suspected. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been extracted and replaced. No patient complications have been reported as a result of this event.